Event description:
It was reported that a pump malfunction alarm occurred intermittently. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus with the pump and correction injection (mdi) were delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.